Event description:
It was reported that the touch pen (stylus) was "off" in portions of the screen and was unable to activate certain tasks. Recalibration of the stylus did not resolve the situation. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the touch pen was off in portions of the screen. As a result the bezel/overlay assembly was replaced.